Event description:
It was reported the speed exceeded the procedural target speed. The target lesion was located in the left anterior descending artery (lad). A 1.50mm rotapro was selected for use in a percutaneous coronary intervention (pci). During preparation it was noted that the sound of the device did not seem correct, but the console speed reading reflected the desired speed, so it was decided to proceed with the procedure. The procedural target speed was 160,000 rpm. While inside the patient the speed reading from the console was 220,000 rpm which exceeded the target speed. The device was exchanged, and a new device, same model, was used to complete the procedure. There were no patient complications.